Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause of elevated bg was unknown. Bg addressed via correction bolus.